Manufacturer narrative:
The catheter related to the complaint is supplied from an external vendor and as such a supplier notification report was issued to the supplier for follow up in relation to this customer report. No lot number was identified in the compliant report however by reviewing the returned sample a review from the lot number on the retainer ring was used for the device history record (DHR) and this retainer ring was only used in two lot number at the site. The complaint was from either 15d093fhx or 15c201fhx. From this a review was completed on both lot number for the DHR review and trending. The manufacturing process was reviewed to assure that product specifications are being met. The process document describes the lim (liquid injection molding) method of molding a silicone funnel to a tipped silicone shaft. The first step before starting the process is set machine parameters according to validated set-up sheet. The process parameter sheet for the lot number reported and, all the parameters were reviewed and met the validated process settings. Part of the verification of the manufacturing process is to complete a tensile/pull test on the molded y-connector /catheter junction prior to product release. The bond strength between funnel/shaft and tip shaft must withstand a minimum of 3 pounds (1.36kg) of axial pull. Review of the process tensile results showed all results above minimum specification. Actual results 7.3 ¿ 8.2 lbs. (3.3 ¿ 3.7 kg). The tensile results were within specification and were executed according to the product validation. Samples were taken from representative product; the tensile tests far exceeded the minimum requirement, results 2.6kg, for pull testing. Part number 723023 for 8fr y-shaft and part number 723031 10fr y-shaft have been removed from ship to stock inspection to a normal inspection at our incoming process as a corrective action. Based on a review of our complaints, this is an isolated incident. The method of securing the catheter and urine bag to the child is risky, and based on prior knowledge and experience and on some feedback from the end users. It does not explain definitely what happened, merely suggests a cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an unknown urology product. The customer reports that a (B)(6) old baby boy underwent surgery on the (B)(6) to remove an obstruction on his ureter. He was fitted with a bardia 350s bag, attached to a blue catheter and stent, to secure the new opening created from his ureter into his bladder, and to drain and collect urine. On day 4 after his surgery, the drainage pipe on the catheter snapped and broke off completely. The product appears to be a urinary catheter. There doesn't appear to be any way of identifying the serial or lot nos. The product was secured to the child using a "sleek" like tape and attached to a urinary leg bag. The failure occurred on the external component near the connector/inflation valve. It appears that the catheter was subject to extreme stretching/mechanical stress at this point when it snapped. It is common practice to pin/stick the bag to bedclothes or the bed frame. If the child stood up or was lifted before the bag was released the it could account for the damage. Either way this method of fixation is risky and not in accordance with IFU. This is pure conjecture and based on prior knowledge and experience and on some feedback from the end users. It does not explain definitely what happened, merely suggests a cause.